Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, rewind, basic occlusion test, prime/delivery test and displacement test; however, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test due to motor error loop. Unit received with cracked case at reservoir tube window corners, broken reservoir tube lip, broken battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 230 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarm within thirty days. Customer was advised that insulin pump would need to be replaced.